Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with low blood glucose of 25mg/dl. The caller requested a trainer to come and to check the device because the doctor did feel the insulin pump was malfunctioning. No further information was provided.